Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). No sample was received for evaluation. The lot number for the device in this report is unknown. The investigation used retained manufacturing samples for analysis. Testing and analysis found no issues regarding inner or outer dimensions and no restrictions or occlusion in either the tracheal or bronchial lumens. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that the customer had difficulty passing a scope through the endotracheal tube (ett) and was getting "stuck". There is no report of patient harm and no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Customer states that product is not available for evaluation.